Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customers complaint was confirmed based off log analysis. After analyzing the logs for the event date, multiple overpressure warnings were generated. There were no abnormalities in the flow rate at the time of the occurrence and there were no errors indicating abnormalities in the device. The root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit¿s overpressure alarm sounded. The issue was found during a therapeutic laparoscopic cholecystectomy. The procedure was completed using the same device and there were no reports of delays or patient harm.